Event description:
It was reported the patient experienced a burning sensation at the pocket site, regardless, if the ins is turned on or off. Additional patient symptoms include new additional pain and shocking. The patient was scheduled for a replacement of the lead. No outcome was reported. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Lead.